Event description:
A nurse inserted a 22g 1.0 in 0.9 x 25mm bd insyte autoguard in a patient's vein without any difficulties. After removing the guide (hard wire) wire she flushed the catheter to insure the patency of the catheter with normal saline flush. While flushing the catheter she noticed the saline leaking at the site. At first she thought it was the site but when she was not flushing the catheter there was no leak. She tried flushing again and saline leaked out again. She eventually removed the catheter and inserted a new one using same size needle at another site and there was no problem with the flushing. She tested the needle to see where the leak was coming from. She discovered while she was flushing the catheter it was leaking at the junction of the blue hub and the catheter. This was a brand new catheter straight out of the package and she did not have any difficulty inserting the needle. Unfortunately, the nurse was not able to save the packaging.